Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163r ; product ID: bi71000163r : h3, h6: the system was serviced in the field and the battery stack was replaced. B01, c02, and d02 are applicable. H6: multiple annex a codes were coded for this event. A0508 was coded for the ias beeping. A070504 was coded for the low battery. A0719 was coded for the ias shutting down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the manufacturer representative (rep) was turning the system on to set up for a case, the battery icon on the image acquisition system (ias) began flashing. There was a low battery. The ias then began to beep and shut down, even when it was plugged into the mobile view station (mvs), which was plugged into "ac" power. The site had another imaging system on site to use for the scheduled case.  There was no patient involvement.